Event description:
It was reported that the patient with this implantable cardiac resynchronization therapy pacemaker (crt-p) experienced discomfort and pain due to the device header poking around the pocket following the device replacement. The crt-p had migrated, and a pocket revision was performed which the device was repositioned deeper within the subcutaneous tissue. At this time, the crt-p remains in service, and no additional adverse patient effects were reported.